Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed an empty cartridge alarm, a pump not primed warning, a replace battery alarm, and the resume of insulin delivery. The battery compartment was cracked alongside the pump. The battery cap attached securely to the pump. The pump was run for 24 hours and no power issues occurred. The pump was opened to find no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to tighten the battery cap to the pump and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.